Event description:
It was reported that during implant of the pacing lead, the stylet kept moving and could only be inserted halfway into the pacing lead. The stylet was removed and wiped with saline and heparin. After multiple attempts same issue continued and thrombus was noted on the pacing lead when removed. The pacing lead and stylet was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.